Manufacturer narrative:
A manufacturing investigation was performed for the subject device: after analysis of the returned part, less the tip which was not returned, and review of records by tecomet the following determination has been made: the tip of the extraction screwdriver is broken off and has not been returned. The tip of this device will break if excessive force/pressure is applied or if it is side loaded. The material used in the manufacture of this part, and the hardness of said material were within the specified requirements of the manufacturing period. Based on these determinations this failure is not associated with the manufacturing processes at tecomet. Manufacture date of this part is unknown. No lot code, sales order or po was provided by synthes. Markings on part were faded. There are no nonconforming features on the device as returned, less the tip. The failure of the instrument is attributed to the application of excessive force/pressure and/or side loading. No corrective action taken at this time. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. An investigation summary was performed. The investigation of the complaint articles has shown that: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. A device history record (DHR) review could not be performed as the lot number is unknown. No product design issues or discrepancies were observed. The inner shaft was not returned. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No definitive root cause was able to be determined; the tip of this device will break if excessive force/pressure is applied or if it is side loaded. This complaint is confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The subject device has been received and is currently in the evaluation process. Additional investigation is being performed in an attempt to identify the device lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the head of the extraction screwdriver broke during an unspecified initial procedure on (B)(6) 2016. All fragments were retrieved and the procedure was successfully completed without delay. There was no additional medical intervention required. This report is 1 of 1 for (B)(4).